Event description:
Overdelivery reported. The pump was set to infuse a potassium chloride bolus on line d of 40meq in 100ml of normal saline to run in over 2 hrs (50ml/h). A nurse reports that the pump alarmed with an unspecified alarm after just "one hr or less" and the 100ml container was empty. The pump settings were reportedly verified as correct. The pt's potassium level was drawn and found to still be low. A second potassium bolus was ordered (40meq in 100ml over 2 hrs) and it was run in on the same pump. This bolus "also emptied before the 2 hrs was up." The pump was then swtiched out. The pt did not experience any adverse effects. The other infusions on the pump were not recalled; they delivered accurately as programmed. No add'l info was available.